Manufacturer narrative:
The reported complaint was not verifiable. The customer reported this issue as a general complaint, no specific serial number mentioned, and they currently do not want to return any product. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This is a general complaint in reference to hct and pediatric cases since upgrade was performed. At this time the user facility will not be returning the device for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a hematocrit (hct) discrepancy post calibration and in two patient samples. The blood parameter monitor (bpm) reading for hct was 36 when actual reading was 43. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: with the 1.69 upgrade, the operating range for hematocrit was changed to 17 - 38 %. This was changed to meet the accuracy claims for hematocrit. This center does pediatric surgery and at times the hematocrit is at levels of up to 45% due to patient cardiac pathology and/or due to hemoconcentration during and after cpb. This user is stating the accuracy of the hematocrit has been affected by the 1.69 upgrade. In this case, the hct was reading 36 where the laboratory analyzed value was 43. The unit is being gas calibrated and the color-chip test is passing during start-up. Per the sales representative, the hematocrit saturation (h/sat) is useless for this account, as it is unreliable leaving the perfusionists very disappointed in the product. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.